Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited normal battery depletion. This model device uses two methods of calculating projected longevity. During early-mid-life, the battery voltage is typically stable/does not change significantly, and the device will estimate longevity remaining based on usage. The usage-based calculation uses implant time and the number of high voltage charges the device has performed. Later in device life (i.e., when the battery voltage begins to change and reaches a defined threshold), the calculation will incorporate measured voltage. The actual power consumed for normal device operation is variable, so it is expected that the usage-based calculation may not match the voltage-based calculation when this transition occurs. This can result in the remaining longevity potentially showing a large, unexpected decrease between the routine follow-up before and after this transition occurs (as observed clinically in this case).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a decrease in battery longevity, from 41% to 14%. The device had been implanted for six years. Device data was submitted to technical services for review. It was noted that the device was depleting normally. However, this model provides an estimated longevity remaining until the battery voltage reached a specific threshold, then the remaining longevity is calculated using the actual battery voltage measurements. No adverse patient effects were reported. The device remains implanted and in service, noting normal elective replacement indicator (eri) would likely be reached soon.